Event description:
It was reported that, the patient contacted support stating that they had broken their connector. The patient noted that a small piece remained that might be removable with pliers and was able to successfully remove the connector from the device. Blood glucose levels were reported as unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.